Event description:
Will not release. Customer reported that needle holders do not open and close properly. Note: outcome to pt does not denote adverse event. MDR regulation or 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.